Event description:
It was reported that the catheter was being placed in the operating room. During initial insertion, the clinician was unable to "roll the arterial catheter off the hub". As a result, everything was removed and it was discovered that the guide wire was unraveled. Another arrow arterial line was used successfully. They do not know if there was a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation. A review of manufacturing records will be conducted. If there are any relevant findings, they will be provided in a follow-up report.